Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
No device was returned for review. The complaint is unable to be confirmed. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown cup, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown stem, lot #unknown. Report source: foreign country - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial hip arthroplasty. Subsequently, the patient is being considered for a revision surgery using a custom made liner for a revision. Additional information has been requested however none was available.